Manufacturer narrative:
The tech found the head brake casters are the cause of the issue. The tech replaced head brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the brakes are not holding. No pt injury reported.